Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, cracked battery door, worn keypad overlay, lifted downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. No evidence was found in the event history log. Functional testing was able to replicate the reported issue; the device could not detect when the cassette was attached. The root cause was determined to be a faulty latch lock flex. The latch lock flex was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a cassette error. The product fault occurred during testing. There was no patient involvement. No harm/no adverse event reported. No "related physical damage/abuse" reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.